Manufacturer narrative:
This pt was randomized to the clinical study in 2003. The pt is a male with a medical history of diabetes mellitus (non-insulin dependent), previously nicotin abuse (stopped in 1995), hypertension, hyperlipidemia, positive family history, and a previous CABG in 1990. Medication at baseline included asa, clopidogrel, heparin, beta-blockers, nitrates, ace inhibitors and serum lipid lowering agents. The pt was hospitalized in 2003 with stable angina class ii. The index procedure was performed 5 months later. The target lesion was at the mid-rca. The length of target lesion was 16mm. The diameter stenosis pre-procedure was 70%, reference vessel diameter was 2.5mm. The target lesion was pre-dilated with an unk device. Post-procedure timi flow was grade iii and the diameter stentosis post-procedure was 0%. Ck and ck-mb values were not measured post procedure. The pt was discharged 3 days later with no evidence of angina. Please note: device (lot# r0902910) is a clinical unit distributed outside the united states. However , it is similar to the united states product. Any additional information will be sumbitted within 30 days of receipt.

Event description:
The following information was received from the clinical study: approx two and half years post index procedure the pt was hospitalized with unstable angina iiib. The pt underwent a stress test, ECG and echo. This was followed by re-ptca of the lad with poba. The relationship of this event to the index procedure and device was reported as unavailable at the time the report was received by cordis. In 2006, the pt was re-hospitalized with unstable angina iiib. An angiogram was performed and the target lesion showed 70% diameter restenosis. The restenosis was left untreated. Approx six week after, the pt was re-hospitalized and a CABG was performed. The pt was admitted with unstable angina iiib, a stress test, echo and ECG were performed. During the CABG the right diagonalis and right intermedius were treated successfully. This event was reported as unrelated to the index procedure and device.